Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flooding of the cables and image capture section, and cable cracks. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure a definitive root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had image noise. The issue occurred during at the beginning of a transurethral resection of the prostate. There was no delay and the procedure was completed using a replacement device. There were no reports of patient harm.